Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked and was unable to perform functional testing due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the insulin pump buttons were not responding properly. The blood glucose reading was 600 mg/dl. The customer was treated with a manual injection. The caller declined to troubleshoot for high blood glucose. She was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.